Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons was sticking. The customer¿s blood glucose was unknown. Customer sated insulin pump had crack on the screen also they had to press the buttons several times to get her screen to come up. Customer stated that insulin pump take longer time to rewind. The device will not be returned for analysis.